Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event reported as: the cuff on the endotracheal tube failed to inflate during intubation. No pt injury reported.